Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p5564j. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed properly in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Did the jaw of the device close properly? If not, please explain. Did the jaw of the device open properly? If not, please explain. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Response: unfortunately, procedure was unknown, unknown date and unknown what the fault of the returning device is. No indication of any patient consequences.

Event description:
Reported ats45.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hospital experienced an unknown issue with the ats45 device. No detail about issue experienced was able to be provided. There was no indication of any patient consequences.